Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there the pumps is not showing the same amount of what was in the bag as the fluid was infusing or at the end of infusion. Although requested, additional information was not provided.